Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No display ramping on it's own was observed during testing. A cracked case and scratched lcd window also noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the customer's insulin pump were unresponsive. Her blood glucose was 100mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.